Event description:
The user facility reported that the angio-seal device was used as usual for hemostasis after a percutaneous coronary intervention (pci). When the angio-seal device was withdrawn after insertion into the insertion sheath, the device and insertion sheath did not lock, and the device fully came out of the insertion sheath. Several attempts were made but were unsuccessful. The angio-seal device was withdrawn, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved with manual compression only. Estimated blood loss was less than 250cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The actual device was not returned hence a return product evaluation or assessment was unable to be performed. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. It is likely that the component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. Without the sample, a definitive root cause assessment was unable to be made.